Manufacturer narrative:
Additional information is provided in sections in b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting that the event occurred after the surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic microscope had loose screws. Details of procedure was not provided. No impact on patient was reported.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to replicate the reported event. To resolve the issue, the loose screws were tightened, then found the system to meet specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The nonconformance was reviewed and determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the loose screw. However, how or when the screw became loose remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2025-29216